Event description:
Healthcare professional reported left side rupture and device being too heavy. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr (B)(4) on 01/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and device being too heavy

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, wear abrasion and crease fold. A microscopic analysis was performed which identify crease sharp broken and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a crease sharp broken on radius assessed as to a fold flaw broken. Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported left side rupture and device being too heavy. Device has been explanted.